Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit facing ¿internal communication error¿. No patient harm reported. Customer reported that suddenly there is an audible internal communication failure alarm of a cardiosave. The message is also on the screen. At the time of the call team had already switched over to another cardiosave pump. I guided her in powering off the cardiosave in question to remove the audible alarm. A getinge field service engineer (fse) inspected and able to powered the cardiosave back on and it was reported to boot up as normal. Unit passed all functional testing.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error . The rn calls explaining that suddenly there is an audible internal communication failure alarm of a cardiosave. The message is also on the screen. At the time of the call the rn and the team had already switched over to another cardiosave pump. The rn was guided on how to powe off the cardiosave in question to remove the audible alarm. The rn powered the cardiosave back on and it was reported to boot up as normal. The rn and her team would like this pump tested and serviced. Carolyn reports no harm or hemodynamic changes in the patient.